Event description:
It was reported that the right ventricular lead was sensing noise. Ventricular high rate (vhr) episodes showed noise on the surface electrogram (segm) and there were noted nonphysiologic rates on episodes as well. Noise was reproduced on the egm in the clinic with patient isometrics. It was also noted that the unipolar impedance was higher than the bipolar impedance. A potential lead insulation failure was discussed, however the device is approaching battery depletion and so the physician is evaluating how to proceed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068 implantable pacing lead (B)(6) 1998. (B)(4).